Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the station had a blue screen and says "restarting". The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the station had a blue screen and says "restarting". The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had encountered blue screen issue. The field service engineer (fse) addressed an issue where the device displayed a persistent blue screen with the message ¿restarting.¿ after several hours without progress, the user manually rebooted the system, which then showed the message ¿something went wrong, restoring your personal computer (pc) to a previous state,¿ followed by another ¿restarting¿ screen, after which the device became unresponsive. To resolve the issue, the fse reimaged the medstation to software version 1.7.4. Following the reimage, the fse updated the remote support system (rss) with the correct configuration, successfully applied the windows server update services (wsus) package, and ran the firewall configuration package. Both packages were applied without errors. Finally, the fse deployed eset antivirus software to ensure proper endpoint protection the system functioned as intended after the field service engineer repaired the device.